Event description:
Doing an ep study. All 5 introducers were in the femoral vein. All right next to each other but separate insertion sites. 6f introducer sheath had kinked. Physician put a guidewire back into the introducer that was kinked in order to maintain vascular access. When they removed the introducer to reinsert it the bottom half of the introducer had sheared off. They could see the sheared off portion they used an instrument pull the bottom half out but everytime they attempted to pull out, a small piece would break off. Called an interventional radiologist in and he used a snare to retrieve the sheared off portion. No injury to the pt.